Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, there was difficulty removing the right ventricular (rv) lead and left ventricular (lv) lead from the device due to a grommet/setscrew problem. The physician used tools to gradually cut the connector block and make a hole. The rv lead and lv lead could finally be removed. The leads were assessed and confirmed to have no problems. The device was removed, and the leads were connected to the new crt-d device. No patient complications have been reported as a result of this event.